Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be functioning as intended. Archive analysis was performed. The 3d model and images followed protocol. The registration patter looked decent, but a lot of points were halfway below the surface of the skin, and the pattern could have explored deeper into the head. The yellow zone of accuracy encompassed area of interest. Very small green zone of accuracy.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having difficulty verifying almost every instrument. Once the instruments were registered they were clearly inaccurate by > 3 - 4mm. The registration probe was the only accurate instrument. The surgery was completed with the use of navigation. There was a reported delay of less than one hour and there was no impact to patient outcome.

Manufacturer narrative:
Medtronic representative confirmed that the straight suction was slightly bent. All other instruments were accurate and functioned normally.